Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system on (B)(6) 2011. Reportedly, following the implantation, the patient suffered injuries (specifics and date of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.